Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that during the implant of this lead for a device upgrade, the pt experienced tamponade. During the subsequent events, the lead became unsterile and was not used. Add'l info was obtained and the physician suspected the tamponade was caused by a dissection or perforation that took place at some point during the implant. The lead was removed. No further info is available. This report will be updated if more info becomes available.